Manufacturer narrative:
Follow-up 1: investigation outcome. No logfile available for analysis. No patient was involved at the time of the event. Problem appeared during testing. Cuff controller board was replaced.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 8912 during testing. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.